Event description:
The user is questioning the presence of an artifact during deployment. The patient outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The user is questioning the presence of an artifact during deployment. The patient outcome is unknown.